Manufacturer narrative:
A review of the available diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient passed away. There were no reports of issues related to the implanted device from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.